Event description:
The ge oec 9800 fluoroscopy system reported had the camera continue to rotate when the camera rotation button was released.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the issue was related to a user error, where the user selected the incorrect function (film mode) and attempted to adjust the camera. The system functioned as intended and designed. As a precaution, the camera calibration files were re-loaded to assure proper functionality. The system was tested and found to be operating as intended, and was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue.